Event description:
It was reported that the patient's right atrial (ra) lead exhibited loss of capture. The ra lead was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of failure to capture was confirmed. A complete lead was returned in one piece. Visual inspection found an external abrasion breaching the outer insulation. The cause of failure to capture was due to the exposure of the outer coil at the abrasion zone. No other anomalies were found.